Event description:
Husband of home patient (hp) reports hp disconnected and then re-spiked solution bag on heater line spike of homechoice set while troubleshooting an alarm situation in fill 4/5 of automated peritoneal dialysis treatment. Hp then discontinued treatment. Per healtt care professional (hcp), she went out to see hp next day and no injury or medical intervention resulted from incident.